Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and seven electric shocks due to atrial tachycardia (at) with rapid ventricular response (rvr). The atp accelerated the ventricular tachycardia (vt) to ventricular fibrillation (vf). Therapy was exhausted and the device was reprogrammed. This ICD remains in service. No additional adverse patient effects were reported.